Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 20cm from the distal tip. Material was found missing. The complaint regarding a broken instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument was removed due to an emergency stop. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no functional failure that could lead to patient harm. There was no arcing, smoking, sparking, or melting. The instrument did not move with non-intuitive or uncontrolled motion? (E.g., static instrument, instrument moving in the wrong direction, etc.). The instrument did not exhibit loss of cautery or low/intermittent energy delivery. No cables broken, frayed, or loose at the instrument wrist were seen. There were no pieces from the distal end that detached or broke off. There were no issues related to the opening/closing of the grips. There were no issues related to the left/right motion of the grips. There were no issues related to the up/down motion of the wrist. The patient did not return to the hospital due to complications.